Event description:
Initial report (B)(4). Revision surgery performed on (B)(6) 2026 due to infection. The implanted devices were removed and spacer inserted while infection resolves. Previous surgery performed on (B)(6) 2022. The following devices were explanted: smr cementless finned stem (product code: 1304.15.150, lot: 2119081 - ster: (B)(6)) - sold in us. Smr reverse humeral body (product code: 1352.20.010, lot:2124103 - ster: (B)(6)) - not sold in us smr reverse hp liner long (product code: 1362.09.020, lot: 2116715 - ster: (B)(6)) - sold in us smr connector small r (product code: 1374.15.305, lot: 2201510 - ster: 2200042) - sold in us smr reverse hp glenosph. 44 mm (product code: 1374.50.440, lot: 2122191 - ster: (B)(6)) - sold in us smr uncement. Glenoid #small-r (product code: 1375.20.005, lot: 2124096 - ster: (B)(6)) - not sold in us bone screw ø6,5 h.25mm (product code: 8420.15.020, lot: 2024416 - ster: (B)(6)) - sold in us bone screw ø6,5 h.30mm (product code: 8420.15.030, lot:2106481 - ster: (B)(6)) - sold in us patient is a female, 60 years old. Event occurred in canada.

Manufacturer narrative:
The review of the dhrs and sterilization charts for the involved lot numbers was completed and did not reveal any pre existing anomalies. The DHR check for lot number 2119081 has been requested from the third party supplier and is currently ongoing. A final report will be provided upon completion of the investigation.

Event description:
Initial report (B)(4). Revision surgery performed on (B)(6) 2026 due to infection. The implanted devices were removed and spacer inserted while infection resolves. Previous surgery performed on (B)(6) 2022. The following devices were explanted: smr cementless finned stem (product code: 1304.15.150, lot: 2119081 - ster:2100290) - sold in us. Smr reverse humeral body (product code: 1352.20.010, lot:2124103 - ster: 2200005) - not sold in us. Smr reverse hp liner long (product code: 1362.09.020, lot: 2116715 - ster: 2100288) - sold in us. Smr connector small r (product code: 1374.15.305, lot: 2201510 - ster: 2200042) - sold in us. Smr reverse hp glenosph. 44 mm (product code: 1374.50.440, lot: 2122191 - ster: 2100323) - sold in us. Smr uncement. Glenoid #small-r (product code: 1375.20.005, lot: 2124096 - ster: 2200010) - not sold in us. Bone screw ø6,5 h.25mm (product code: 8420.15.020, lot: 2024416 - ster: 2100030) - sold in us. Bone screw ø6,5 h.30mm (product code: 8420.15.030, lot:2106481 - ster: 2100198) - sold in us. Patient is a female, 60 years old. Event occurred in canada.

Manufacturer narrative:
A review of the device history records (dhrs) and the sterilization charts for the involved lot number was performed and did not reveal any pre existing anomalies. The additional information requested from the complaint source, including pre- and post operative x rays, patient clinical information, and microbiological tests or their outcomes, was not provided. Therefore, based on the limited information available, a definitive root cause of the event cannot be determined. However, based on the review of the dhrs for the involved lot numbers, which did not reveal any anomalies, it is concluded that the event is not a product-related issue. Pms data (B)(4). This is a final MDR report.